Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary arteries using a penumbra engine (engine) and aspiration tubing (tubing). During the procedure, the engine rattled off from the mayo stand and onto the floor. Subsequently, the engine became disconnected from the tubing. The hospital technologist then picked the engine back up, and the engine and tubing were reconnected. The procedure was completed using the same engine and tubing. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01274 . Evaluation of the returned engine revealed a functional device. During functional testing, the engine was tested with a demonstration canister and was able to generate vacuum pressure within specification and all four vacuum indicator lights illuminated. The engine was powered on and ran for approximately ten minutes and no movement was observed. Therefore, the root cause of the reported complaint could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.